Manufacturer narrative:
This report filed january 22, 2016. Implanted device remains.

Event description:
Per the patient's surgeon, the patient presented to hospital on (B)(6) 2016, after developing swelling and redness at the implant site. An infection was suspected and subsequently, the patient was treated with IV antibiotics for a duration of one week. The implanted device remains.